Manufacturer narrative:
Pump passed the displacement. Pump received with partial broken reservoir tube lip, cracked case reservoir tube window corner and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had physical damage. The blood glucose level was 120 mg/dl at time of the event. Troubleshooting found the reservoir ring is missing. The insulin pump will be returned for analysis.